Event description:
It was reported to vyaire medical that transducer fault alarm occurred during use on a patient on the vela ventilator. The customer reported the patient was moved to another ventilator. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
H11:correction. D4:corrected model#. Section d4 was updated to indicate correct model #. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.